Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Difficulty walking/use a walker to walk [gait disturbance], pain in knee [arthralgia], discomfort [discomfort], still has pain (device ineffective) [device ineffective]. Case description: spontaneous report received on (B)(6) 2012 (additional information was received on (B)(6) 2012) from an (B)(6) male patient, initials unknown, with arthritis in knee. The patient's medical history was significant for previous use of synvisc (hylan g-f 20) in (B)(6) 2011 (did not have any issues). On (B)(6) 2012, the patient received treatment with synvisc one injection, 6 ml, once, into the knee. The lot number for synvisc one was not provided. On the same date, the patient had difficulty getting off the table at the physician's office after receiving the synvisc one injection, developed difficulty walking (had to use a walker to walk) and still had pain in knee (device ineffective), both causing persistent or significant disability/incapacity. On an unspecified date in (B)(6) 2012, the patient developed discomfort. The patient received treatment with codeine for the event of pain in the knee. It was reported that as of (B)(6) 2012, the patient was able to walk a little better but had pain in the knee. No action was taken with synvisc one treatment. The event of discomfort had not yet recovered. Relevant concomitant medications reported include tylenol arthritis (paracetamol). The intensity for all the events was not provided.